Manufacturer narrative:
Concomitant medical products and therapy: date detail of product- item number: 0100181460, item name: metasulâ® ldhâ®, head, 46, code l, taper 18/20, lot # 2412084; item number: 0100185146, item name: metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20, lot # 2424834; item number: 00-7864-014-00, item name: tm prim fem st 14mm, lot # 60816155. The manufacturer did not receive the device for investigation, neither x-rays, but received other source documents for review. The device history records were reviewed and found to be conforming. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet for endoprosthesis no further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim following a revision surgery due to pain, metallosis and fluid collection.